Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the third reload, the handle was not firing anymore. A powered stapler was used to complete the case. There was no patient injury.